Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem ((B)(4)) has been confirmed. Upon investigation the electrode belt was unable to complete essential performance testing. The cause for the failure was the cable connecting ECG a, b and the front therapy electrode, the cable connecting ECG c and d, and the cable connecting the distribution node (dn) to the rear therapy electrodes were pulled from the strain relief, damaging wires in the cables. The root cause for the strained cable was excessive force. No adverse events occurred from the defective electrode belt.

Event description:
A us distributor reported that a patient was receiving a service code 204 (belt/monitor unusable) and service code 107 (multiple abnormal shutdowns).